Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder out of phase. Unable to perform displacement test due to motion sensor test failure alarm. All buttons functioned properly. No button error alarm or keypad anomalies noted. The insulin pump was received with cracked reservoir tube lip. Lcd connector was inspected and no anomaly was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. The customer reported the insulin pump was exposed to a magnetic resonance imaging machine. The customer was not aware that the insulin pump was to be removed during this period. It was also found the insulin pump alarmed button error. The customer's blood glucose was unknown. Customer was unable to rewind the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.